Event description:
Event #1: when administering vaccine, when pressing down on plunger of syringe, medicine out side where needle was twisted on to syringe. Patient was given 2nd dose per directions. Event #2: flu vaccine and needle malfunction so the patient did not get all of the vaccine and was given a second vaccine. Fluzone quadrivalent ndc (B)(4); lot: ut7007la; exp: 30jun21. Event #3: I was giving patient a flu vaccine with a hypodermic needle- pro edge safety device and some of the vaccine trickled out the side of it.